Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer stated that upon removal, approximately 20 u by kotex click regular absorbency tampons unraveled and fell apart leaving pieces inside which she removed herself. She experienced vaginal discharge and odor and sought medical care four times in the past year. Doctor diagnosed urinary tract infections, bacterial infection, and yeast infection. Antibiotics and treatments were completed. Symptoms are no longer present.